Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding heavily/surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, acute upper respiratory tract infection, anxiety, asthma, atopic dermatitis, depression, dizziness, pelvic pain, uterine fibroid and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nerve compression ("pinched nerves in both hip"), intervertebral disc protrusion ("l4,l5 both herniated"), post procedural haemorrhage ("bleeding after 2 hrs of surgery") and tooth disorder ("tooth disorder") and was found to have a pregnancy with contraceptive device ("pregnant after essure was put in me"). The patient was treated with surgery (robotically assisted vaginal hysterectomy, excision of endometriosis implants). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, nerve compression, intervertebral disc protrusion and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, intervertebral disc protrusion, nerve compression, post procedural haemorrhage, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: actually wanted a tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2015: bilateral essure coils noted to be in place without abnormalities. Concerning the injuries reported in this case, the following one were reported via social media: pregnant with contraceptive device, device ineffective, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: medical record received. Reporter information and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('bleeding heavily/ surgery'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: abdominal pain, acute upper respiratory tract infection, anxiety, asthma, atopic dermatitis, depression, dizziness, pelvic pain, uterine fibroid and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nerve compression ("pinched nerves in both hip"), intervertebral disc protrusion ("l4,l5 both herniated"), post procedural haemorrhage ("bleeding after (B)(6) hrs of surgery") and tooth disorder ("tooth disorder"). And was found to have a pregnancy with contraceptive device ("pregnant after essure was put in me"). The patient was treated with surgery (robotically assisted vaginal hysterectomy, excision of endometriosis implants). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, nerve compression, intervertebral disc protrusion and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered genital haemorrhage, intervertebral disc protrusion, nerve compression, post procedural haemorrhage, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: actually, wanted a tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2015, bilateral essure coils noted, to be in place without abnormalities. Concerning the injuries reported in this case, the following one were reported via social media: pregnant with contraceptive device, device ineffective, genital haemorrhage. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jul-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding heavily/ surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nerve compression ("pinched nerves in both hip"), intervertebral disc protrusion ("l4,l5 both herniated") and post procedural haemorrhage ("bleeding after 2 hrs of surgery") and was found to have a pregnancy with contraceptive device ("pregnant after essure was put in me"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, nerve compression, intervertebral disc protrusion and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, intervertebral disc protrusion, nerve compression, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: actually wanted a tubal ligation done . Concerning the injuries reported in this case, the following one were reported via social media: pregnant with contraceptive device, device ineffective, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "l4,l5 both herniated", "pinched nerves in both hip" were added. On 23-mar-2020: reporter added from social media. New event added:bleeding after 2 hrs of surgery. On 23-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding heavily/ surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nerve compression ("pinched nerves in both hip"), intervertebral disc protrusion ("l4,l5 both herniated"), post procedural haemorrhage ("bleeding after 2 hrs of surgery") and tooth disorder ("tooth disorder") and was found to have a pregnancy with contraceptive device ("pregnant after essure was put in me"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, nerve compression, intervertebral disc protrusion and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, intervertebral disc protrusion, nerve compression, post procedural haemorrhage, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: actually wanted a tubal ligation done. Concerning the injuries reported in this case, the following one were reported via social media: pregnant with contraceptive device, device ineffective, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new reporter added and new event added (tooth disorder) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding heavily/surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant after essure was put in me"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pregnant with contraceptive device, device ineffective, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Event bleeding heavily was added. Reporter added. Case became serious incident, surgery information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.